Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up, and post-paced t-wave oversensing was observed on egm. Programming changes made and resolved the issue. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.